Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a colonoscopy procedure performed during (B)(6) of 2009.according to the complainant, during preparation for the procedure, the jaw of the device would not open properly. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.this event has been deemed a reportable event based on the investigation results; bent jaw and jaws won't close.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that one jaw was bent. Functionally, the device jaws would open properly, however, they could not close completely due to the bent jaw. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was not consistent with the complaint that the cups would not open. Furthermore, during assembly each device undergoes a ring gage test that ensures that the jaws have the proper shape and outside diameter. Therefore, the most probable root cause could not be determined as it is not known when the observed damage occurred. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4)